Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted with difficult grasping noted. The mr was reduced to 2-3. The second clip delivery system (cds 80810u110) was advanced to the mitral valve. Grasping was difficult and imaging became distorted. The mr then returned to 4+. The clip was not implanted and the cds was removed to analyze the valve. No issues were observed; therefore, a third cds was advanced. During use, it was noted that the posterior leaflet was damaged, which occurred during use with the second cds. The clip was not implanted and the cds was removed. No further clips were attempted. One clip was implanted, and the mr remained at 4+. The patient was scheduled for surgery the next day. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. All available information was investigated, and the reported difficulties appear to be due to case related circumstances. It is likely that the distorted imaging caused the leaflet damage during grasping resulting in unchanged mitral regurgitation (mr). The reported patient effects of mitral valve tissue damage and worsening mr are listed in the mitraclip system instructions for use, as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filing, new information was received: the patient underwent mitral valve replacement surgery the following day. No additional information was provided.